Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1882.troubleshooting was not performed for the event. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, on adapt, low battery alert (104) was recorded on (B)(6) 2024 at 11:24:00.000 hour. Unit passed the sleep current measurement, active current measurement and self test. Unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. Moisture damage on pcba1 and force sensor gold traces noted during visual inspection. The following cosmetic damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, and scratched case in conclusion, customer concern for charge/battery lasts less than expected and unexpected battery power loss are not confirmed. No unexpected battery related alarms noted during testing. Unit functioning properly after battery installation and tested within spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.